Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the retainer ring was damage. The reservoir was able to lock in the place. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Retainer: clear. The customer alleged high blood glucoses, pump error 63. And cosmetic damage on the retainer ring on the event date of (B)(6) 2022. Device passed displacement test, rewind test, prime/seating test. Basic occlusion test, force sensor test, occlusion test. Successfully utilized thus, to download history/trace files. Pump error 63 was confirmed, on (B)(6) 2022 at 15:01:39.000 with variable 3 (line number 367, file number 37) and occurred, during self test. The p-cap locks properly into the reservoir compartment. Device was cut open with no anomalies noted on electronics. The following were noted, during visual inspection: pillowing keypad overlay cracked retainer device was not confirmed, for high bgs, during testing. Cosmetic damage on the retainer ring was confirmed. The keypad overlay was peeled and traces of u1 on the keypad assembly were examined and found cracked solder joint on pins 1 and 6. Pump error 63 was confirmed, due to a cracked solder joint on pins 1 and 6. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it, because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.